Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a right anterior tibial artery. Multiple segments were treated, moving proximal to distal. During repositioning of the oad crown, the physician wanted to see where viperwire spring tip was, thus the guide wire was pulled back into the field of view. It was noticed the floppy tip of the viperwire was kinked. When the viperwire was pulled back to the distal end of the oad crown, it was observed the viperwire spring tip fractured. The fractured component was lodged in the end of the oad crown. All components were able to be removed without further intervention. The patient was in stable condition. Additional information was received indicating four or five treatments were performed prior to the guide wire fracture. There was no indication what led to the fracture. The oad crown did not make contact with the guide wire spring tip. There was no wire bias observed during the procedure. It was indicated the wire fracture was near the spring tip to guide wire shaft location. The vessel and lesion were wired with unspecified guide wires prior to being exchanged for the viperwire guide wire. There was difficulty wiring and delivering other devices due to calcium.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire damage and fracture are confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire damage and fracture appears to be related to user error. Detailed analysis found evidence that is consistent with the spinning oad driveshaft making contact with the spring tip. The viperwire periph advance 14 flex tip ww instruction for use (IFU) warns: ¿never advance the oad to the point of contact with the viperwire atherectomy guide wire spring tip, as this may result in distal detachment and embolization of the tip.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, d9, g3, h2, h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a right anterior tibial artery. Multiple segments were treated, moving proximal to distal. During repositioning of the oad crown, the physician wanted to see where viperwire spring tip was, thus the guide wire was pulled back into the field of view. It was noticed the floppy tip of the viperwire was kinked. When the viperwire was pulled back to the distal end of the oad crown, it was observed the viperwire spring tip fractured. The fractured component was lodged in the end of the oad crown. All components were able to be removed without further intervention. The patient was in stable condition.